Event description:
It is reported that the primary surgery had been completed on (B)(6) 2009 and pt got the revision surgery on (B)(6), since xia rod was fractured. The pt's family called stryker to insist that the revision surgery was caused by product failure.

Manufacturer narrative:
Method: complaint history analysis, risk assessment. (B)(4). Most investigation have concluded that the rods failed due to fatigue. In this case the rod fractured post-op requiring the revision surgery. The distributor noted that there did not seem to be complete fusion. Conclusion: a thorough investigation could not be performed due to the unavailability of the implanted device.